Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as a conduit in a device during the endovascular treatment of a patient. It was reported that during the index procedure it was difficult to flush the saline solution through the dilator tip and it failed to pass through the guide wire. A non-medtronic sheath was used instead and the treatment was successfully completed. It was noted that the cause could have been either the coating was adhering to the dilator tip or the dilator was kinked. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.